Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 420 mg/dl, 458 mg/dl, 431 mg/dl, 444 mg/dl which was treated with insulin pump. Customer states that cannula was bent. Customer will monitor the insulin pump and will call back if needed. Insulin pump will not be return for analysis.